Event description:
The following has been reported: biomed reported: "set error." "The pump has been cleaned, and multiple cassettes has been used to trouble shoot pump. Thank you. " patient info: unknown. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Unit started up with no errors. Fva out pin is sticky and has debris. Investigation found lever linkage coming in contact with over ride arm causing loading pins not to function properly and cassette not seating . Front housing is damaged due to broken screw mounts. Ground connections are braided wires versus insulated wires. Front housing, over ride arm, and grounding braids will be removed and replaced during repair process. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed for further engineer evaluation and will be replaced with new batteries. No other damage found.